Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medwatch report # mw5112645. The event description states that the angio-seal device involved was placed in the patient's right femoral artery following a left and right heart catheterization. After the procedure bleeding was noted to the arterial site. Manual pressure was applied for 20 minutes, and homeostasis was obtained. There was no patient harm. Additional information was received on 25 oct 2022: the procedure performed was a cardiac catheterization using a 6 french procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed was not confirmed. Angio-seal closure of the right femoral artery access site was successful. Estimated blood loss was less than 250ml. Patient was in stable condition. The right groin site was bleeding from the arterial stick. Therefore, pressure was held on right groin for twenty (20) minutes and the site was redressed with quick clot and wedge. No concomitant medical products were used with the angio-seal device involved.